Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+5.5/091 diopter, in the patient's right eye (od) on (B)(6) 2015. The reporter indicated there was a refractive surprise and the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).